Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had an error in the motor was detected by reading unexpected value from hall sensor. The customer's blood glucose level was 212 mg/dl at the time of incident. The customer stated that they were unable to clear the alarm and were not able to rewind the insulin pump. Advised the insulin pump requires replacement and to discontinue use of the insulin pump. Advised to revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test, self test, force sensor test, prime or seating test, basic occlusion test, occlusion test and rewind test. Insulin pump was tested with no an error in the motor was detected by reading unexpected value from hall sensor error alarm noted.